Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detached from thread, the thread broke in surgery.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received 35 closed samples. Tightness test to the samples received has been performed and the units are tight and tested the needle attachment of the samples received and the results fulfills the OEM requirements. Also tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Performed a degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.